Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the setup joint (suj) part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed through log reviews. According to the report, the unit had experienced error 23072. This type of error showed up on error log history. Proximal and distal harnesses will be replaced as a fix. Correction to the initial failure analysis submitted: isi received the axes controller joint (acj) part involved with this complaint and completed the device evaluation. Failure analysis investigation failure could not replicate/confirm the reported complaint. The acj was installed onto a test system, where it ran 10 power cycles and it sat idle for one hour. Unable to replicate the reported error. This acj was in good condition.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, an error 23072 on set up joint (suj) 3 z axis was noted. The customer reported that they disabled the universal surgical manipulator 3 (usm) due to the errors. Intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the error logs and confirmed error 23072 on suj 3 z-axis. The site was comtimiong the procedure with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse replaced the dual pot on the column 3; however, the issue persisted. Then, the isi fse replaced axes controller joint (acj) with no resolve. Finally, the isi fse replaced the suj 3, and the issue was resolved. The system was tested and verified as ready for use following the parts being replaced. Isi received the suj part involved with this complaint and completed the device evaluation. Failure analysis investigation failure could not replicate/confirm the reported complaint of ¿having issues with arm 3 the axes controller join (acj)¿. The suj was installed onto a psc test system, where it ran 10x power cycle and it sat idle for one hour. Unable to replicate the reported error. This acj was in good condition. A log review was performed. Per the review, the cholecystectomy procedure occurred on (B)(6) 2022, on system serial #(B)(4). A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed error 23072: excessive mismatch error between primary and secondary setup joint readings on suj3, z-axis pot, occurred during the surgical procedure that were related to the reported complaint. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted cholecystectomy surgical procedure, an error 23072 on set up joint (suj) 3 z axis was noted. A usm was disabled after the start of the procedure and the surgeon continued with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.